Manufacturer narrative:
UDI for serial # (B)(6): (B)(4). A follow up report will be submitted upon completion of our investigation.

Event description:
Report received stated that during a kissing stent procedure with two (2) v12 devices, the surgeon increased the pressure of the inflator to 12 bars and the balloon burst at the end of the deployment. The balloon did not detach from the catheter but part of the balloon went into the artery, and was recovered by the surgeon in the external iliac artery, and pinned by another bare stent. The surgeon removed the balloon with the delivery device and the introducer. The mixture injected into the balloon was 2/3 physiological serum and 1/3 contrast medium. Surgeon stated only one v12 was affected. The two s/ns were reported but it is not clear which was involved in the incident. There was no clinical consequences to the patient.

Manufacturer narrative:
Additional information section: b6, b7, d9 & h6. The details of the complaint provided are the following ¿encountered problems with the v12 stents ref. 85329 lots 509072057 and 509072006. The stents tore when the balloon was removed.¿ additional information provided by dr. (B)(6) on january 7, 2025, by telephone: during a kissing stents procedure with 2 v12s, the surgeon increased the pressure of the inflator to 12 bars and the balloon burst - he removed the balloon with the delivery device and the introducer - the mixture injected into the balloon is 2/3 physiological serum and 1/3 contrast medium - according to the surgeon's information, only one v12 is affected, and there were no clinical consequences for the patient. Multiple questions were asked of the complainant and the response to question 11. Were the stents deployed together at the same time? And were both under the same pressure? The response was: ¿not sure, it turns out that the stent whose balloon burst could have been inflated to a pressure much higher than 12 bars - the surgeon was dealing with the left stent and his operating assistant with the right stent, and it was on the right that it burst¿ for question 12. Was the area to be treated pre-dilated with a balloon catheter prior to deployment of the advanta v12 stents? The response was the following ¿ ¿no, no pre-dilation was needed, the surgeon mounted the v12s on long 7 fr introducers, flush with the lesion, the stent crossed the injury, after inflation of the balloon and bursting of the balloon - (certainly due to excessive pressure, the surgeon agrees).¿ the device in question was received and evaluated. Upon removal of the catheter from the bag it was noted that the balloon was no longer attached to the catheter shaft and was not within the packaging materials. The proximal balloon weld had been elongated approximately 1cm and there were small fragments of the balloon neck in the weld. The distal tip of the catheter was missing and likely attached to the missing portion of the balloon. The distal radiopaque ro marker band was also missing. The proximal ro marker band had also moved but was still on the catheter shaft. Both the proximal and distal balloon hole skives were present. The skives are where the contrast media enters and exits the balloon. The condition of the proximal weld does suggest that the balloon had ruptured at a very high pressure based on the small amount of balloon fragments left within the welded area of the proximal balloon bond. As the balloon was missing as well as the distal tip, it is likely that the initial balloon rupture resulted in a circumferential tear around the proximal balloon weld area and upon withdrawal back through the sheath, the proximal end of the balloon bunched up at the distal end of the introducer sheath acting like a plug. When enough force was applied during withdrawal the distal balloon weld detached and ultimately the entire balloon. This would also explain was the proximal balloon weld was stretched.' Based on the provided information the balloon rupture was directly related to the balloon of the catheter being over inflated above the rated burst pressure of 12atm as indicated on the product label. The answer to question 11 above states that ¿the balloon could have been inflated to a pressure much higher than 12 bars.¿ although the complaint is considered confirmed, the user has identified that they over inflated the balloon and was the cause of the balloon rupture. In this regard there is no evidence to conclude that the balloon rupture was related to the manufacture of the product. A recurring lot number query was conducted for l/n 509072 and there have been no other complaints associated with the production lot of finished goods. Complaint trending did not identify any trends that required escalation and the product is operating within the defined risk levels. The CAPA and cr queries did not identify any CAPA¿s or cr¿s related to the over inflation of the balloon catheter. Based on the information provided in the complaint, the review of the returned product and device history records review there is no evidence to conclude that the device was faulty or manufactured improperly.